Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal prialt and dilaudid (unknown concentrations and doses) via an implanted pump for non-malignant pain. It was reported that when the patient got out of magnetic resonance imaging (MRI) 15-20 minutes ago they saw service code 100 on their handset. The agent inquired if the patientheard a pump alarm but the patient stated in that moment they did not hear any alarm. The agent assisted the patient in resyncing to their pump and confirmed there were no active alerts. The patient stated the MRI was for their right hip which is where the pump is located.